Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed that the noise was due to leakage in the oxygen hose. It was reported that the issue was corrected by replacing the oxygen hose side connector from customer stock.

Event description:
The customer reported abnormal noise coming from the machine. There was no patient involvement.